Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The preliminary evaluation of the device data logs confirmed the reported total power failure and alarm message. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that while an astral device was in standby mode and not on a patient, it had a power failure and displayed an alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. A review of the device logs confirmed the reported device power down and alarm. Based on all available evidence, the investigation determined that the reported event was most likely due the user manually powering down the device to clear a logging issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).